Event description:
It was reported that the patient pacemaker system showed changing lead trends. The right ventricular (rv) pacing impedance increased gradually to the point of being out-of-range of over 2000 ohms, causing a lead safety switch and then coming back to normal measurements. Oversensing of noise causing episodes with over 2 seconds of pacing inhibition, and high capture thresholds were noticed. Potential pacemaker tachycardia episodes were observed as well. The right atrial (ra) impedance on the other hand, has showed irregular behavior with several high capture threshold spikes as well. Technical services reviewed both rv and ra lead trends and suggested troubleshooting to discard any integrity issues with these products. This rv lead remains in service and no adverse patient effects were reported.